Manufacturer narrative:
On 7/25/07 during a telephone conference with representatives from the hospital, and manufacturer to discuss findings the care provider indicated having record of the father of the pt reporting to ems, and medical care personnel at the hospital that the "vent did not alarm and the child was found blue" on the date of incident. On 8/16/07, during a subsequent telephone call with representatives from the hospital, representatives from home healthcare company and the local sheriff's department a representative from the manufacturer attempted to clarify the previous report from representatives of the hospital that the father in this matter alleged that the ventilator did not alarm. The same representatives (as on the previous call when this statement was made) now claim no knowledge of the father making such a report. However, the mom told representatives from the home healthcare company that she hired a lawyer because the "vent malfunctioned."

Event description:
In2007, the home healthcare company reported that, "spoke with dad of pt in hospital who said children were playing hide-n-seek around pt, and quite possibly one child accidentally switched power switch or surge protector, and battery took over, but dad was out of room where pt was for an instance, and upon return, the ventilator was reading reset, and was pushing out but alarming". There was no allegation of vent malfunction; however, the child was reportedly hospitalized and seizing. A representative from the home healthcare company stated that the physician involved in the case wants to see the event trace asap as he "suspects there may be something else going on in the home. Reportedly, the hospital was not releasing the child from the hospital until this was done, as there is suspected abuse. Event trace analysis: on the reported date of event, the event trace indicates a shut down due to a fully depleted battery condition. Following the shut down, the battery was able to recover enough voltage to allow the unit to restart. The vent then shut down immediately due the depleted battery condition. This sequence repeated a total of 7 times over the next minute and a half. The unit was unable to power up on internal battery due to its depleted condition. After 12 minutes of the unit being non-operational, it powered back up from an external power source and ran fine for 30 minutes. External power was removed again leading to another shut down. The event trace shows a pattern of use that frequently allows the unit to operate on internal battery until the battery can no longer sustain operation, and enters a cycle of system restarts.